Event description:
It was reported that the pump exhibited a mechanical failure. The device evaluation revealed a detached downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.